Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machines did not select the correct medication date at the device. A technical support specialist dialed into the server and ran a site down query, which did not reveal any disconnected flags on the interface. The last successfully processed message was recorded and the issue was resolved by the host interface. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary machines did not select the correct medication date at the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary machines did not select the correct medication date at the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: h11. Upon further review of the case, it was determined that the issue was due to the customer ¿host interface¿. There was no specific device malfunction reported. However, an MDR was filed due to the allegation of delay in dispensing medication to a patient. There was no patient harm reported. No further details have been provided to date. If additional information is received, a follow up report shall be submitted.